Event description:
It was reported that during an unknown procedure there was a solid tone with error code 5 and the titanium tip was broken. The broken piece was retrieved by forceps. Changed to another one to compete the procedure. No adverse event on the patient. As the patient had (B)(6), the samples had been discarded.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.